Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator ;model #: sc-4316, lot #: 18571756/18663598, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a systemic infection at the center of his back. Symptoms were redness, drainage, and some soreness in his back. No determination had been made as to where the infection exactly began or where it had started. The physician could not confirm the cause of infection. Medications were prescribed and the patient underwent an explant procedure.